Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information the device was received in good physical condition. The device was tested on generator and it was found that the min hand control switch assembly button was not functional. However, it worked properly with foot switch assembly. No continuous activation occurred during any functional testing. There were no noise issues at any time during testing. The ¿reactivate¿ (switch error screen) alert screen is associated with switch button assembly issues. The device was disassembled to inspect internal components. Corrosion was found at the hand activation dome min. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The reported failure was confirmed but the root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device.

Event description:
It was reported that during a whipple procedure, the first instrument: generator showed error code- hand- and foot activation at same time. The activation button fired permanent. Foot activation did not function anymore. On the second instrument: noises at power level 5. Hand activation did not work regularly. No further information is available. No patient consequences reported. Procedure was completed with same like device. Two devices will be returning.